Event description:
It was reported that the patient had implanted smith and nephew devices. The patient was experienced infection and fever. Revision surgery is planned to resolve this issue on (B)(6) 2020. The doctor says the devices are not defective. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this clinical study case reports that the patient experience an infection and fever. Per complaint details, a revision surgery was planned for (B)(6) 2020, however it was cancelled. Also reported, "the doctor says the devices are not defective." To date, it is unknown whether the revision has been performed, and the requested surgical records and x-rays have not been provided to fully evaluate the root cause of the reported event. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed. No further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. A review of sterilization documents indicated that the product was sterilized according to sterilization release documentation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.